Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site as the ipg was superficial. As a result surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and repositioned to resolve the issue.